Manufacturer narrative:
Age at time of event: approximately (B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x24mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, during preparation, when device was brought out from the loop, some of the stent struts looked like they were damaged and lifted. The procedure was then completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr, 3.0 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found struts 6 & 7 from the distal end were slightly damaged. It was noted that white foreign matter (fm) fibers were also evident on distal struts. The fm fiber was measured and the fm protruded from and intertwined around the struts. As part of the analysis a review of the manufacturing crimp data for the returned device showed; the maximum crimped stent profile measurement at the time of manufacture is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x24mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, during preparation, when device was brought out from the loop, some of the stent struts looked like they were damaged and lifted. The procedure was then completed with another of the same device. No patient complications were reported.